Event description:
The customer observed falsely elevated architect prolactin results which questioned by the physician for multiple patients. The one result example provided were: sid (B)(6) (female, 43 years old): on (B)(6) 2022 initial= 71.48 ng/ml (laboratory reference range for prolactin= 1 to 25 ng/ml) /sent specimen to quest laboratory =14 (reference range 3 to 30) and monomeric prolactin=4.8 (reference range 3.2 to 25.2) /redrawn the patient on (B)(6) 2022 sent to quest=18.4 /on monomeric=5.2 the specimen tested for hama: <6 ng/ml and heterophile ab: negative. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect prolactin reagent lot 34434ud00. The ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review determined no trend for the issue for the product. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Accuracy testing was performed using a retained kit with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin reagent lot 34434ud00.